Event description:
A pt was scheduled on (B)(6) 2010, for decompression and fusion with two surgeons participating. The pt first underwent spinal decompression at the left l4/5 lumbar level using the baxano io-flex system. There was some difficulty experienced when gaining access to the foramen so the first surgeon removed additional lamina in order to achieve access. Once access and confirmation of the surrounding neural structure was achieved the surgeon began decompressing the foramen with a baxano 5.5mm microblade shaver using 10-12 manual reciprocations. The second surgeon "finished up" by performing another 5-10 manual reciprocations during which the microblade shaver came through the lamina just beneath the pars area. The first surgeon commented that the pt was "very osteoporotic" and that he had "weakened" the area by removing too much lamina while trying to gain access out the foramen. The pt was then fused at l4/5 which was the intention of the scheduled surgery. The pt was discharged without any additional adverse clinical sequelae. The device was not returned for inspection, as no device malfunction occurred. Pt was osteoporotic and the area was weakened due to removal of large amount of lamina. The second surgeon stated that he purposely removed more lamina than usual because he had intended to fuse that level immediately following the decompression steps. Neither surgeon considered this to be a serious adverse event because there was no adverse sequelae and any resultant destabilization was irrelevant due to the intended successful fusion surgery.